Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer and exhibited a loss of pacing functionality.